Event description:
Elderly male with history of atherosclerotic heart disease. Procedure: percutaneous transluminal coronary angioplasty. The device broke when in contact with calcium distorted protein. Manufacturer response for catheter, ultrasound, intravascular, opticross 6 (per site reporter). Will obtain.